Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 22 mg/dl, 79 mg/dl, 63 mg/dl and 22 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Since no product was returned, extended investigation has been completed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs for the freestyle lite meter and omni strips were reviewed and the dhrs showed the freestyle lite meter and omni strips passed all tests prior to release. A tripped trend review was completed and showed no trips for the reported complaint and freestyle lite meters. A tripped trend review was completed and showed no trips for the reported complaint and omni test strips as well. Retain testing was performed for omni strips and all units performed in specification and passed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 22 mg/dl, 79 mg/dl, 63 mg/dl and 22 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.